Event description:
It was reported that the catheter was broken and was replaced. The pump was replaced at the same time. A follow- up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.